Event description:
It was noted that the lead is frayed. The vns was turned off. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Patient presented with high impedance. The group home noted he has been playing with his generator and lead. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.